Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer reported that the act and escape buttons did not respond to clear the alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.